Event description:
During a dialysis treatment, there was insufficient weight removal. The pt was later admitted to the hosp for congestive heart failure. The pt's spouse left the saline line unclamped which allowed 400 cc of saline to enter the pt.